Event description:
Three increased intraperitoneal volume (iipv) situations were identified in the log of a homechoice (hc) device. This is report 2 of 3. The iipv occurred on (B)(6) 2010 during drain cycle 6. The programmed fill volume was 1700ml and the total drain volume was 3786ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The product analysis lab (pal) evaluated the device. A short simulated therapy was performed and completed successfully. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. There were no problems found during an internal inspection. The cause of the increased intra-peritoneal volume (iipv) found in the device logs was determined to be insufficient drain one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Baxter followed up with the peritoneal dialysis (pd) nurse and provided the device evaluation results. Nurse reported the home patient (hp) had her catheter repositioned in (B)(6) 2010 (date not reported) due to draining issues. Per nurse, hp did not report any overfill symptoms and no medical intervention or injury was associated with this event. The nurse reported the hp is doing well with her current therapy and continues to use the homechoice device.

Event description:
Boston scientific crm received information that during a recent clinical follow-up, this device exhibited shock impedances of greater than 125 ohms. The physician performed an r-wave synchronous shock test, with a returned impedance of 99 ohms. Further evaluations via lit testing, returned values between 121-123 ohms. While no adverse patient effects were reported, the physician elected to monitor the condition. Additionally, a data disk was sent to bsc euro-technical services for evaluation. Disk analysis confirmed intermittent daily shock impedance measurements greater than 125 ohms; however, nothing to indicate a lead integrity issue at this time. Recommendation for increased follow-up was communicated.